Event description:
This rv lead dislodged during a CT (lv cinching procedure). The physician decided to cap it and implant a new system due to narrow venous access and scaring.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.